Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7072092.

Event description:
It was reported that the patient was receiving inadequate paresthesia coverage on the left side as she once did. An x-ray confirmed that the left lead had migrated. It is not known which serial number is the left lead. Reprogramming was attempted however was not successful. The patient underwent a revision procedure and the physician repositioned both leads. An x-ray was taken during surgery which indicated that the right lead had since migrated as well. No devices were implanted or explanted. The patient was receiving good paresthesia coverage post-operatively and is recovering well.